Event description:
It was reported the arterial catheter had blood clots inside the edwards pressure tubing. The user was unsure if the catheter or pressure tubing created the clots. The catheter was no longer reading a waveform. A new catheter was placed. No patient injury was reported. The patient's condition was reported to be "critical" unrelated to the device.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter with a guide wire inserted. The returned guide wire was noted to have two kinks in its body. Visual inspection of the catheter did not reveal any defects or anomalies. The total length of the catheter body measured 85 mm, which is within specifications of 82-86 mm per catheter graphic. The outer diameter of the catheter body measured 1.059 mm, which is within specifications of 1.04-1.09 mm per catheter graphic. The inner diameter of the catheter tip measured 0.5842 mm, which is within specifications of the 0.58 mm minimum value per catheter graphic. The outer diameter of the guide wire measured 0.614 mm, which is not within specifications of 0.508-0.533 mm per guide wire graphic. The total length of the guide wire measured 340 mm, which is not within specifications of 345-355 mm per guide wire graphic. Based on these measurements, the customer was using the incorrect guide wire with this catheter. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "thread tip of catheter over guidewire." The guide wire met resistance at distal tip of the catheter due to it being the incorrect wire with too large of an outer diameter. The catheter was flushed with a lab inventory syringe and no blocks or leaks were detected. The IFU provided with this kit warns the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." The customer report of a faulty arterial catheter was not able to be confirmed by complaint investigation of the returned sample. The returned catheter passed all relevant dimensional and functional testing. A device history record review could not be performed as no lot number was provided and sales history could not be obtained. Based on the customer description and the sample returned, it is possible that the catheter appeared blocked due to the incorrect wire being used; however, no issues were found on the arterial catheter returned. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the arterial catheter had blood clots inside the edwards pressure tubing. The user was unsure if the catheter or pressure tubing created the clots. The catheter was no longer reading a waveform. A new catheter was placed. No patient injury was reported. The patient's condition was reported to be "critical" unrelated to the device.